Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 99 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer last changed his infusion set the day prior to the event. The customer stated that he has been sick to his stomach and has not been able to eat, which has caused his blood glucose to go low. Nothing further was reported.